Event description:
It was reported that this patient received a generator replacement. The product has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
The patient¿s neurologist stated that this patient¿s device dropped from full battery status to 11-25% within 3 months. The physician believes there is no reason the generator battery should be this low after only being implanted for 2 years, and the battery status should not have dropped so significantly in such a short period of time. The device history record of the generator was reviewed, and the device passed all quality tests prior to distribution, and it was confirmed that the device was laser-routed during the manufacturing process. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Data from the patient's device was reviewed and it confirms that the battery depleted more quickly than expected. The charge consumed (%) depleted more quickly than expected compared to the battery voltage measurements. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The generator has been received by the manufacturer, and analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
The generator underwent product analysis and the reported premature end of life, was duplicated in the pa lab. The pulse generator diagnostics were as expected for the programmed parameters. The data in the generator's memory locations revealed that 26.527% of the battery had been consumed. The battery was removed, and the pcba was subjected to a postburn electrical test in which the pcba failed several electrical tests; fine grit sandpaper and isopropyl alcohol were used for the removal of the contaminates, and the electrical test was performed again with no issues. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge resulted in increased current consumption (out of specification) for both standby and pulsing modes of operation. No other relevant information has been received to date.